Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead exhibited episodes of non-sustained right ventricular oversensing episodes. It was confirmed that lead noise was the cause of this. Programming changes were not made because the patient has a history of ventricular fibrillation (vf). Lead revision was scheduled for a later date. No patient symptoms were reported.

Event description:
New information received noted that during clinical follow-up, clinician visualized externalized conductors on the right ventricular lead via x-ray. The ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after procedure.